Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had small air bubbles. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had insulin flow blocked alarm. Customer stated that the insulin exited. The customer also stated that the infusion set was leak. The reservoir will not be returned for analysis.